Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, premature battery depletion occurred compared to the estimated residual longevity displayed by the programmer (on 14 february 2018, the estimated residual longevity was 36 months, on 20 february 2019 it was 5 months and on 26 march 2019 it was below 3 months). The subject pacemaker was explanted and replaced on (B)(6) 2019. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, premature battery depletion occurred compared to the estimated residual longevity displayed by the programmer (on (B)(6) 2018, the residual longevity was 36 months, on (B)(6) 2019 it was 5 months and on (B)(6)2019 it was below 3 months). The subject pacemaker was explanted and replaced on (B)(6) 2019. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.